Event description:
A malfunction was reported with the customer's insulin pump, which was not resettable. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.